Event description:
It was reported that the patient experienced pain at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.